Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states she is having blood glucose versus sensor glucose issues. Customer's blood glucose at the time of call was 229 mg/dl. Troubleshoot was performed on sensor. Customer states she wanted sensor replaced since the beeps were a disturbance at work. Sensor would be sent to her as a courtesy. No further information provided.